Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs from the navigation system were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the grub menu appeared. The manufacturer representative stated that they were getting the grub menu on os 1/application 1.2. They followed the instructions given but "I" did not resolve the issue, but "f" did resolve the issue. They rebooted the system multiple times and were able to get into the application every time. The resolution was to upgrade to application 1.3 if possible. No patient was present at the time of the event.